Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that since the monday prior to the report the patient had not been able to charge their implantable neurostimulator (ins). The patient would get to the charging screen and would only have 2-4 coupling boxes filled in. The patient was frustrated with recharging and wanted to switch to a primary cell battery. The patient required family to help them recharge. The patient¿s settings were: a1: 3.7v, 450 pulsewidth, 40 hertz, 2+, 1- electrodes with 667 ohms for impedance a2: 5.3v, 390 pulsewidth, 40 hertz, 2+, 1- electrodes with 615 ohms for impedance the patient was sent a new recharging unit which did not resolve the issue. The patient was seen by a manufacturer representative on (B)(6) and the battery was not in overdischarge but was empty. The patient would completely lose signal with their recharger when they moved or repositioned themselves in a certain way. The physician assistant looked at the patient¿s device pocket which was located on their right upper buttock. The pocket was a little more midline than the average pocket so their battery tended to tip when the patient was reclining or lying on their back. The battery was close to where the back tended to ¿indent¿ inwards toward the spinal column. The physician assistant found that if they applied some extra pressure on the upper right corner of the battery it would flatten out and get a perfect signal. If the patient would sit more upright or lie on their stomach the signal was good and maintained. The patient was able to charge to 25% with a signal of 6 to 8 coupling bars at all times. When the device was turned back on, the patient got almost immediate pain relief and they were very happy with the therapy itself. The patient thought they could manage to recharge their battery little bits at a time. If additional information is received, a follow up report will be sent.